Manufacturer narrative:
Results: communication cord. Conclusions: a new communication cord was installed.

Event description:
It was reported by service report that the comm cord was missing. It is unknown if there was patient involvement or if there are adverse consequences to report.